Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 70-year-old male patient, the device was unable to obtain an ECG signal. Complainant indicated that the clinician changed the cables to troubleshoot without success. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The evaluation confirmed that there was no ECG signal on leads. During inspection, it was discovered that the ECG interconnect flex cable was disconnected from the digital board. The ECG interconnect cable was reseated to remedy the report. The evaluation also confirmed that there was no ECG signal on the pads. This was attributed to a damaged etch on the analog board assembly. The analog board was replaced to remedy the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.